Manufacturer narrative:
--

Event description:
Boston scientific received information that the right ventricular (rv) lead was explanted due to an unspecified product performance issue. No additional adverse patient effects were reported.

Manufacturer narrative:
No additional information is currently available. If additional information becomes available, the event will be updated.

Event description:
Additional information was received that upon pocket opening and inspection of the right ventricular (rv) lead, the physician noted physical damage to the lead. Thus the rv lead was explanted. No further information was available.